Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: the display screen was dim and discolored.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the battery compartment was noted to be cracked at the threads. There was visible corrosion seen inside the battery compartment. The pump was opened for investigation and revealed evidence of internal moisture ingress. The display screen was noted to be dim and discolored. A test display was attached to the pump and illuminated properly without discoloration.